Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was returned in two pieces. Analysis of the returned fiber confirmed the reported clinical observation as analysis identified the connector was separated from the fiber body. Visual inspection of the fiber tip indicated it was in good condition. The connector face was in good condition. The console displayed a message that read: treatments used: 0, treatments left: 1. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and/or use, and when the fiber was fired, this could have led to cause the break. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. The investigation did not identify any abnormality in manufacturing or design from the risk review and device history record (DHR) review. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a ureteroscopy procedure, it was noticed the back rubber portion of the fiber connection (strain relief) was broken off of the fiber. The procedure was completed using another fiber without patient complications. Analysis identified the fiber connector was detached from the fiber.